Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (5 mg/ml at 0.70 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and herniated disc. The patient's pertinent medical history included lumbago, lumbar ddd, scoliosis, and chronic pain syndrome. It was reported the pump system was removed around the last week of (B)(6) 2014 due to infection. It was later reported by the healthcare provider (hcp) that it was unknown what diagnostics were performed related to the infection as the device was explanted by a neurosurgeon. The cause of the infection was also unknown. If additional information is received, a follow-up report will be sent.